Event description:
The customer observed error code of intercept too low (no exact error code was provided) while running one pt sample on the axsym digoxin iii assay. There was no impact to the pt's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process a final report will be submitted when the investigation is complete.